Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter was advised the transformer was available for replacement. The customer acknowledged and stated customer service would be contacted to order a new part. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was an issue with the isolation transformer (iso) on the wm-dp1 mobile workstation. It did not send any power out and there was a burnt smell. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. The manufacture date had been set to an arbitrary date. If the lot number becomes available at a later date, the DHR shall be reviewed. The root cause of the issue could not be conclusively specified. T1 series transformers (as fitted to the workstation) were recorded to suffer from overheating and failure of the holder of the user replicable fuse. If inadequately tightened, the contact force is insufficient to ensure a reliable contact between the holder conductors and the end caps of the fuse element. The issue was addressed by a change of component used to manufacture the transformer (in later models). This issue was also addressed by a service bulletin to emphasize the correct torque to which the end cap of the fuse holder should be tightened after a fuse change.